Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, post-implant angiogram revealed a severe central leak. A post-implant balloon aortic valvuloplasty (bav) was performed without success and a moderate central leak remained. Subsequently, a second transcatheter bioprosthetic valve, was implanted. A post-implant angiogram revealed a mild central leak. No further adverse patient effects were reported.